Event description:
The patient received a vibratory alert due to a low pacing and high voltage impedance measurement on the right ventricular (rv) lead. The rv lead was attached to a pacing system analyzer and the impedance measurements were in range. The physician alleges the system was still functioning properly, although the device was explanted and replaced and the impedance measurement was back to normal. The patient was in stable condition.

Manufacturer narrative:
The reported event of low impedance measurements was confirmed. During initial bench testing, both the pacing lead impedance and high voltage lead impedance measurements were out-of-range low. The failure mode, however, was lost during analysis and could not be reproduced. The cause of the reported event could not be determined.